Event description:
A call to technical services on 9/8/11 states that a st. Jude device is being changed out due to eri in 14 months. No therapy, no out of range impedances and no high threshold. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).